Manufacturer narrative:
Continuation of d10: product ID 97714 lot# serial (B)(6) implanted: on (B)(6) 2014 explanted: (on (B)(6) 2024 product type implantable neurostimulator product ID 977a260 serial (B)(6) implanted: on (B)(6) 2014 . Product type lead product ID 977a260 serial (B)(6) implanted: on (B)(6) 2014 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial (B)(6) , ubd: 05-dec-2018, (B)(4) ; product ID: 977a260, serial (B)(6) , ubd: 05-dec-2018, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). The previous ins was replaced due to reaching normal end of service, and when the leads were connected to the new ins high impedances of >40000 were noted on the 8-15 lead. It was not specified which lead was the 8-15 lead.  The physician elected not to replace the lead at this time and see how the patient does with programming on the other lead. The lead was wiped multiple times, and leads switched in ports, but the impedance measurements remained high. No visible damage was noted to the lead. Patient also reported mild pain at the anchor site, and patient and physician elected not to intervene as the pain was mild. The cause was not determined, but the impedances and pain are attributed to both leads. The issue was not resolved and is ongoing. The rep will report any additional information that becomes available.